Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the gastrointestinal videoscope was plugged into the tower there's red and black on the screen was confirmed. Based on the results of the investigation, the root cause was a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the gastrointestinal videoscope was plugged into the tower there's red and black on the screen. The issue was found during inspection for use. There were no reports of patient harm.